Event description:
An endurant stent graft system was inserted into the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that upon opening the package, the endurant¿s rear back-end wheel was found missing from the delivery system and not within the packaging. The physician inserted the delivery system into the patient however, decided to switch to another device from consignment to finish the procedure. There was no visual evidence of damage to packaging. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (unknown cause of event); failure to follow instructions (inserting device with missing component); conclusion: (unknown cause of event); failure to follow instructions (inserting device with missing component).